Event description:
It was reported that at follow-up, increased ventricular capture threshold and low sensing were noted. Fluoroscopy showed the lead position had changed since implant. Lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.